Manufacturer narrative:
Investigation summary: one photo was provided by the customer for quality investigation. The customer complaint of leakage at a port could not be verified due to no sample being received. A device history record review for model 2426-0500, lot number 20043369 was performed. The search showed that a total of (B)(4) units was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043369. It was reported tubing was leaking at the port. Customer: I just want to report an event that involved some IV tubing. It was leaking at the port. There was no harm or delays in care. The patient was alert and oriented so they called the nurse right away when they felt the wetness. The nurse stopped it, called pharmacy, and started another dose immediately.